Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The customer returned three handpieces because they were unsure which handpiece was involved in the event. The investigation has shown, that there was no manufacturing or material failure at all 3 instruments. The heating up could not be reproduced during the investigation. Therefore a heating up can only be reasoned due to an unintended use of the device, e.g. While pressing the push-button during the operation. This causes a contact between the rotor and the push button cover and finally results in destruction of the push button cover etc. And overheating.

Event description:
It was reported that a maxima elite 1:5 ca overheated and burned a patient. The patient was prescribed pain medication.